Manufacturer narrative:
Review of our post market surveillance has revealed that spacelabs had not previously submitted a report of this incident to the FDA. We are now reporting this issue as required by 21 cfr 803. However, this issue was reported as required by 21 cfr 806. The customer reported an incident in which, upon being powered up, a telemetry transmitter would begin transmitting on the wrong radio frequency channel (i.e. A frequency other than the frequency on which it had been set to transmit). When this occurs, if another telemetry receiver at the site has been tuned to receive transmissions on this other (wrong) channel, the pt's waveform would be displayed on the central monitor as having been transmitted on this wrong channel. The recall corrective action implemented to resolve the channel switching issue has been determined to be ineffective. We will expand the recall to implement a secondary corrective action, pending response to our proposal from the FDA recall coord.

Event description:
A biomed reported that the ECG trace from a model 91341 telemetry transmitter set to transmit on channel #1043 would intermittently appear in the central station monitor zone designated for data transmitted on telemetry receiver channel #1042. Reporter tested the transmitter set to transmit on channel #1043 on a nurse. It transmitted on channel #1043, but the trace would intermittently appear in the telemetry receiver channel for # 1042 zone on the central station monitor.